Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time.

Event description:
Additional information was received that the device was reprogrammed to resolve the event and that the patient was stable.